Event description:
While vascular rn was attempting to place a 4.5 french PICC, the introducer was placed without difficulty. However, the PICC would not advance into the introducer. "As if the introducer was too small". Vascular rn retrieved and placed a 4 french PICC and was able to guide the smaller PICC through the introducer without difficulty. No patient injury, just longer procedure. Manufacturer response for PICC line, arrow single lumen 4.5 fr PICC (per site reporter). Equipment failure reported to teleflex. No equipment to be returned to manufacturer. (B)(4).